Event description:
It was reported the patient's trial implant procedure was abandoned on (B)(6) 2019, due to the patient suffering a wet tap. The patient recovered well without experiencing any symptoms. There were no devices implanted.